Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that the surgeon performed a c5-7 acdf on patient on the (B)(6) 2022. First level completed successfully. When trying to insert the screw in the second cage the plate appeared to be moving after attempting to drill and then screw. The surgeon then noted that the zero plate had disconnected from the peek cage section. The retainer was distracted slightly to assist the removal of the cage as the plate was already removed. Unfortunately it was noted when trying to click the plate and cage back together that the inner section where they connect had what appeared to be plastic fibers sitting up. A third cage was opened and successfully implanted. Surgery was delayed due to the event for 5 minutes. The procedure was successfully completed. Fragments were generated . But fragments were attached to cage this report is for one (1) zero-p va cage convex h7 peek. This is report 1 of 1 for complaint (B)(4).

Event description:
Procedure completed with another cage, surgeon did not want to reimplant the damaged cage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the zero-p va cage convex h7 peek, p/n: 04.647.137s, was chipped. The broken fragments were not returned for examination. Embedded device condition can not be confirmed since no postoperative images were provided. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the zero-p va cage convex h7 peek, p/n: 04.647.137s would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: product code: 04.647.137s, lot number: 106p450, manufacturing site: mezzovico , release to warehouse date: 21 apr 2021. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product code: 04.647.137s lot number: 106p450 manufacturing site: mezzovico release to warehouse date: 21 apr 2021 if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.